Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles nasally one day post treatment in her right eye. Patient had a flap lift and rinse. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and reported that she hit her eye with a bottle. Patient's symptoms resolved on (B)(6) 2015. Bcva from (B)(6) 2015. Right eye pre-op 20/20 -7.00 x -.75 x 20. Left eye pre-op 20/20 -6.75 x -.75 x 0.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.